Event description:
It was reported that this lead has exhibited a gradual increase in right ventricular (rv) lead pacing impedance that has reached out of range values of 2001 ohms and 2024 ohms. High capture thresholds were noted. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior and possible solutions. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead has exhibited a gradual increase in right ventricular (rv) lead pacing impedance that has reached out of range values of 2001 ohms and 2024 ohms. High capture thresholds were noted. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior and possible solutions. This lead remains in service. No adverse patient effects were reported. Additional information was received and this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.